Event description:
The physician was using an admiral xtreme otw pta balloon catheter to treat a focal lesion in the popliteal which exhibited 50% stenosis, minimal tortuosity and little calcification. Device was inspected and prepped prior to use with no issues noted. No resistance noticed with device and the accessory equipment or during delivery to the lesion. During the procedure, the balloon did not inflate. It was retired from the patient and the physician tested it, the found a hole on the balloon. No clinical sequelae reported. Evaluation summary: the balloon is confirmed to have been inflated and it shows a balloon pinhole in the distal portion. No other damages are present all along the device.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device--the root cause of the event is most likely due to the anatomical condition of the vessel. Conclusion: device failure/lack of effectiveness related to patient condition-the root cause of the event is most likely due to the anatomical condition of the vessel. (B)(4).